Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reporter stated that the external fluid leakage from the drain bag occurred 3 and 20 hours after treatment started. The prismaflex m100 set c and all the accessories provided within the set, including the drain bag, are single use products. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The cause for the event was determined to be an unintended use of the effluent bag. Leakage on the drain bags occurred mainly after several hours of treatment, after being filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags, near the welding of the exhausting tube, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs¿. Per the instructions for use provided with this device, the prismaflex sets and all the provided accessories within the sets, including the drain bags, are single use products. Once the drain bag is filled, it should be discarded and not re-used. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, spare bags should be used. A nonconformance was opened to address this issue, and the actions are ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from "the waste bag" of a prismaflex m100 set during continuous renal replacement therapy. The reporter stated that the external fluid leakage from the drain bag occurred 3 and 20 hours after treatment started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.